Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 concurrently with vaginal hysterectomy with bilateral salpingo-oophorectomy, bilateral uterosacral vaginal vault suspension, and cystoscopy with suprapubic catheter placement in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, painful intercourse, severe rectal bleeding, fatigue, recurrent urinary tract infections, bloody urine, vaginal odor, physical pain and vaginal burning. No additional information was provided. (B)(4).